Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse verified the reported fault 311 and performed a system reprogram. After the the successful reprogramming, the system was rebooted in normal mode without further errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, errors 297 and 311 occurred on the system at startup. The clinical sales representative (csr) contacted the technical support engineer (tse) and reported they did multiple breaker resets and tried powering on the system without the surgeon side console (ssc) connected and the system still faulted with error 311. Site is moved the case to their xi system. This is a down system. There was no patient involvement.